Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a cardiopulmonary arrest three days post implant when being helped to the bathroom by a healthcare professional. The patient became pulseless and unresponsive. The initial rhythm was paced. Resuscitation efforts were initiated and the patient was intubated and on vasopressor medication. It was further reported that, two days later, the patient became unresponsive and was found to be in asystole. Resuscitation efforts were initiated were unsuccessful and the patient died. Non-capture was reported. A bedside echocardiogram was completed showing minimal left ventricular motion and no tamponade. The cause of death has been requested but not received.